Event description:
The patient via healthcare provider reported that the patient had a lumbar spine MRI back in february, and while they were in the machine they felt a heating sensation in their abdomen. The patient stated that they felt a heating sensation in their abdomen part way through the scan; the patient was removed from the machine at that time, and the sensation went away. It was reviewed that there are active time limits for full body MRI scans. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.